Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on (B)(6) 2013 and performed to specification up to (B)(6) 2014. The device records multiple manual power ups of ten minutes duration between (B)(6) 2015 and (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. A component of the switch on circuitry was measured and found to have failed during testing. The fault may be related to the membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.